Manufacturer narrative:
The device is not available for evaluation as it was discarded. Additional information has been requested and if provided, will be submitted in a supplemental report.

Event description:
The hospital has reported following to sales rep and customer service malm&#1595;o; when inserting the plug, they experienced that something cracked. They pulled out/extracted the plug again and could see that there was a crack horizontally on the plug. It was a bit difficult to remove the plug from the introducer. The plug is not longer available since the customer has discarded both implant and box.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review was satisfactory. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that fracture of exeter bone plugs may result from factors such as errors made during use or design factors. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics. If the device becomes available, this investigation will be reopened.

Event description:
The hospital has reported following to sales rep and customer service (B)(4): when inserting the plug, they experienced that something cracked.they pulled out/extracted the plug again and could see that there was a crack horizontally on the plug. It was a bit difficult to remove the plug from the introducer. The plug is not longer avaliable since the customer has discarded both implant and box.